Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the white cord detaching from the cuff was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 3cg stylet with a t-lock assembly. No obvious use residue was observed on the sample. The white cord was observed to be detached from the white cuff/spike assembly. An attempt to pull the white cord from the cuff using a non-complainant sample revealed a significant amount of force required to pull out the cord. Microscopic inspection of the clip revealed several small holes where the cord would have been connected. The detachment of the cord from the cuff may have been caused by excessive tensile stress. However, other unidentified factors may have also contributed to the damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the wire came undone from the PICC line connection the 3cg system. Did not seem like it was ever connected to the plastic piece. No other information was provided.

Event description:
It was reported by customer that the wire came undone from the PICC line connection the 3cg system. Did not seem like it was ever connected to the plastic piece. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.